Event description:
It was reported that the pt experienced high impedances. Impedances were >10000ohm with the 74002 adapter from synergy/versitrel to ultra using port 0-7. The pt underwent a lead extension replacement that did not require the adapter.